Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that, per the physician, severe leaflet calcification and a potential bicuspid valve contributed to the infold. It was reported that a procedural delay occurred due to loading a new valve.

Manufacturer narrative:
Updated fields: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during fluoroscopic loading check a crown overlap was visible between nodes 3 and 4. The valve was deemed acceptable for use, and a pre-dilation was performed using a 22mm vacs 3 balloon. Upon first deployment attempt, a severe under-expansion was visible. The valve was recaptured and redeployed. Upon second deployment attempt, a severe infold beyond node 4 was seen. The system was removed from the patient. A second pre-dilation was performed with a 24mm balloon, and a new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in clear solution in its original packaging container jar. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state at the inflow. All leaflets were in a closed position with a minor gap at the point of coaptation. The leaflets were flexible. All leaflets exhibited signs of moderate creases and frame imprints. All commissures were intact. Remnants of bloody host tissue were noted on the inner lumen, outer wrap and on all leaflets. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No kinks or distortions were noted on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Image review: four static images were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that under expansion was noted during the first deployment attempt followed by an infold after recapture, which was confirmed by the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during fluoroscopic loading check a crown overlap was visible between nodes 3 and 4. The valve was deemed acceptable for use, and a pre-dilation was performed using a 22mm vacs 3 balloon. Upon first deployment attempt, a severe under-expansion was visible. The valve was recaptured and redeployed. Upon second deployment attempt, a severe infold beyond node 4 was seen. The system was removed from the patient and discarded. A second pre-dilation was performed with a 24mm balloon, and a new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.